Event description:
Nurse opened kit of resperdal consta to administer to pt the dose of drug. The kit contained erroneously a 'demo' vial that appeared to be used and afixed with a needle mechanism. Kit also contained the vial of the active drug, prefilled syringe containing 2ml diluent and an access device. The kit was missing 20g, 2 inch needle device for administration. Examination of the original packaging indicated that the box had been properly sealed with the 'janssen seal' denoting no tampering during distribution.